Manufacturer narrative:
(B)(4). The device was returned for evaluation. An external/internal inspection was performed with no issues found. The device passed electrical and functional returned instrument testing evaluation (rite). The device's pneumatic system was tested and passed. The device successfully underwent a short, simulated therapy. A review of the event history logs confirmed the reported problem. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a high drain alarm 104 (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) on the homechoice (hc) device during cycle four of peritoneal dialysis (pd) therapy. The technical service representative (tsr) explained the use of continuous ambulatory peritoneal dialysis (capd) to the hp. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.